Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Narrative attached. Event 41762 summary (B)(6) 2019.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes [1695, 1930, 1932, 1994, 2240, 2446, 3191: appropriate term/code not available for ¿open wound¿; ¿purulence around the mesh¿; ¿hostile abdomen¿.)] Were reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2006 through (B)(6) 2017 were not provided. Patient information: medical history: obesity: on (B)(6) 2012: ¿morbid obesity.¿ on (B)(6) 2014: 256 lbs., bmi 40.7. On (B)(6) 2016: 222.8 lbs., bmi 36.5. On (B)(6) 2017: 234 lbs., bmi 37.3. Smoking: on (B)(6) 2016: ¿former smoker - 2 ppd for 32 years; quit 1998.¿ ig1/ig4 deficiency ¿type of immune deficiency.¿ gastroesophageal reflux disease [gerd]. Copd ¿prednisone use.¿ hypertension. Hyperlipidemia. On (B)(6) 2007: ¿cellulitis and ulcer involving the anterior abdominal wall on the right side. Methicillin-resistant staphylococcus aureus [mrsa] positive.¿ on (B)(6) 2017: diabetes on (B)(6) 2017: lung cancer on (B)(6) 2017: ¿on chemotherapy.¿ on (B)(6) 2017: diverticulitis. On (B)(6) 2018: partial small bowel obstruction. Surgical procedures: ~1985: hysterectomy. ~1972: cholecystectomy. 1996: hernia repair. On (B)(6) 2006: repair of incarcerated ventral hernia with gore-tex plus mesh. Implant: gore® dulamesh® plus biomaterial. On (B)(6) 2016: appendectomy. On (B)(6) 2017: diagnostic laparoscopy. On (B)(6) 2017: laparoscopic extensive lysis of adhesions greater than 45 minutes. Laparoscopic hiatal hernia repair. Laparoscopic sleeve gastrectomy. On (B)(6) 2017: left therapeutic thoracoscopic left upper lobectomy, left therapeutic thoracoscopic lymphadenectomy, left therapeutic thoracoscopic lysis of adhesions, left therapeutic thoracoscopic rib block, bronchoscopy on (B)(6) 2018: laparoscopic sigmoid resection on (B)(6) 2018: wound exploration and debridement; mesh explant from the abdominal wall on (B)(6) 2018: exploratory laparoscopy with extensive greater than 30-minute lysis of adhesions. Laparoscopic-assisted incisional hernia repair with mesh. Implant: symbotex mesh. Implant preoperative complaints: on (B)(6) 2006: emergency room: ¿¿ constant lower abdominal pain since 5 days ago. States she fell face down 6 flights of stairs prior to the onset of her abdominal pain. She reports a ¿knot in her lower abdomen¿. History of hernia repair 10 years ago.¿ abdomen exam: ¿mild-moderate tenderness in lower abdomen bilaterally; ventral hernia lower abdomen, not entirely reducible." ¿patient to be admitted for non-reducible ventral hernia.¿ on (B)(6) 2006: CT abdomen/pelvis [a/p]. ¿impression: ventral hernia containing a loop of transverse colon and omental fat. Mild stranding within the fat of the hernia. No evidence of obstruction with contrast reaching the rectum. 3. Diverticulosis coli without evidence of diverticulitis. 4. Status post cholecystectomy and hysterectomy.¿ on (B)(6) 2006: indications: ¿the patient is a 54-year-old female who presented to the emergency department with incarcerated ventral hernia. She had a ventral hernia for some time but reported the pain had gotten worse. The hernia was unreducible. The CT scan preoperatively demonstrated the hernia but showed no evidence of obstruction. There was contrast beyond the point of herniated bowel. However, as a result of her complaints of pain and the unreducible nature of the hernia she was taken to the operating room emergently for repair.¿ implant procedure: repair of incarcerated ventral hernia with gore-tex mesh. [Implant: gore® dulamesh® plus biomaterial 1dlmcp203/03802292, 20cm x 30cm x 2mm thick]. Implant date: on (B)(6) 2006 [hospitalization dates september on (B)(6) 2006] wound classification: not provided. Description of hernia being treated: ¿a midline incision was made through previous laparotomy incision. The incision was extended down through the subcutaneous tissues sharply with the scalpel. Upon entering the subcutaneous tissue there was a large amount of incarcerated fat and colon which appeared to be chronic. This was all difficult to reduce and adhesions to the hernia sac and subcutaneous tissues were taken down using bovie electrocautery. Once all the transverse colon was reduced from the hernia sac, and back into the abdomen , fascial edges were cleaned off in order to provide an area two(sic) suture the mesh.¿ implant size and fixation: ¿a piece of dual gore-tex mesh was selected and cut to fit the hernia defect. We sutured the gore-tex to the aforementioned fascial edges using interrupted #1 prolene stitches. The surrounding fascial edges though intact were quite thin. Once we sutured the gore-tex mesh in circumferentially, we then reapproximated the fascial edges using a running double stranded pds. The mesh was completely covered by this layer. We irrigated with copious amounts of warm normal saline. Hemostasis was absolute. Next we reapproximated the dermal layers using running #1 vicryl stitches. We again irrigated the subcutaneous tissue. After this the skin was reapproximated using staples. It should be mentioned that prior to closing the deep dermal layer we inserted two jackson-pratt drains in the subcutaneous space. These drains were secured to the skin using 2-0 prolene drain stitches. The skin was closed in the previously mentioned fashion.¿ on (B)(6) 2006: discharge summary: ¿on postop day #2 as well, it was noted patient had erythema around the incision site. Patient was placed on IV antibiotics prophylactically. Patient throughout her whole hospital course has remained afebrile and her white cell count at no point has been elevated. Patient at time of discharge on postop day #4 has been afebrile, is tolerating a regular diet. Wound incision site much improved with decreased erythema.¿ relevant medical information: on (B)(6) 2017: indications: ¿she has had multiple midline abdominal surgeries, which include laparotomy as well as several hernia repairs. I discussed with her prior to the operation in the preoperative area that her operation might not be possible if she has dense adhesions. She voices understanding and we proceeded to the or." On (B)(6) 2017: diagnostic laparoscopy. [Same day surgery] procedure: ¿we first started out with a veress in left upper quadrant after ensuring that the og tube was placed to suction. We completed this with a water drop test and were able to insufflate the abdomen to 15 mmhg without difficulty. I then placed a right upper quadrant 5 mm fios trocar with the laparoscope inserted under direct visualization through the trocar and encountered what appeared to be dense adhesions. I was able to sweep these away and get up and over the liver, but dense adhesions all the way up to the falciform ligament. At this point, I underwent a left upper quadrant veress and placed a 5 mm fios trocar under direct visualization using the laparoscope inside the trocar. This was done without difficulty. There was some space on (sic) the left upper quadrant, dense adhesions on the midline all the way up to the falciform, and on the most superior aspect I could see the small bowel was densely adhered to the midline anterior abdominal wall. I did not feel it was safe to proceed with a sleeve gastrectomy as I would have to do an extensive lysis of adhesions with in very close proximity to bowel to even be able to place my additional trocars. At this point, I ensured that there were no injuries directly beneath the veress needle as well as the trocars. These were removed and the abdomen was desufflated and the trocars were removed. The patient tolerated the procedure well. The skin was closed with deep dermal interrupted 4-0 vicryl sutures and dermabond.¿ 6/1/17 - 6/2/2017: impatient hospitalization. On (B)(6) 2017: indications: "...status post multiple prior abdominal surgeries in the past to include a gore-tex mesh repair of her incisional hernia. The patient has morbid obesity and underwent a laparoscopic exploration by another bariatric surgeon and due to dense adhesions and [sic] he was unable to complete a laparoscopic sleeve gastrectomy. The patient was referred to me for further evaluation and management and reoperation.¿ on (B)(6) 2017: laparoscopic extensive lysis of adhesions greater than 45 minutes. Laparoscopic hiatal hernia repair. Laparoscopic sleeve gastrectomy. Wound classification: unknown findings: ¿extensive adhesions of the anterior abdominal wall. Lysis near (sic) completely with a single area of serosal tear that was oversewn with an endostitch device 2-0 surgidac. Small hiatal hernia that was repaired with interrupted figure-of-eight 0 surgidac stitch. Standard laparoscopic sleeve gastrectomy was performed over 38 french bougie.¿ procedure: ¿through the prior midline incision from xiphoid down to the pubis and a history of this recent prior exploration with dense adhesions, we started with a left upper quadrant veress needlestick with good water drop test. We airplaned the table to the right. We then placed a 5 mm port in the left upper quadrant, a 5 mm 30-degree laparoscope was then placed. General exploration was performed. A left abdominal wall was clear. There were dense adhesions in the midline all the way up to the falciform. We then placed another 5 mm port in the left hemiabdomen and removed the veress needle. We then took down adhesions to the midline with ligasure device using blunt and sharp dissection. Once we cleared off the area in the periumbilical region , we placed a small 5 mm incision in the left periumbilical region, placed a 5 mm port through this. We then used this to grab the adhesions and gently peel and lysed these with the cautery shears without cautery. We have [sic] 1 small serosal tear in what appeared to be small bowel. This was oversewn with an endostitch device and 2-0 surgidac. We had to upsize one of our 5 mm port sites to a 10 mm to do this. Once we had done this, we then took down further adhesions to well below the umbilicus. We took down all the adhesions in the right hemi-abdominal region. Once we had completely freed up all the adhesions from the umbilicus up with ligasure device and using blunt and sharp dissection, we were able to put a left subxiphoid port in, we replaced this with the nathanson retractor. We then placed a right subcostal anterior axillary line 5 mm port, a right paramedian 15 mm port under direct visualization. Once these were placed, we placed a nathanson retractor into position. We elevated up the left lobe of liver. We attached to omni-tract table monitor retractor. At this point, we clearly saw there was a moderate size hiatal hernia. We then started well down in gastrocolic ligament approximately 15 cm from the pylorus and took down the gastrocolic ligament all the way up the left crus with the ligasure device. We then took down the fatpad anteriorly and opened up the hiatal hernia. We reduced the hiatal hernia. We kept gentle traction on the stomach to reduce the hiatal hernia. Once we completed this, we dissected out anteriorly, the crus both sides, left and right. We then oversewed this with endostitch device and 0 surgidac with a single interrupted figure-of-eight suture. This tied down nicely and closed this nicely. We then extended our takedown the gastrocolic ligament from the antrum all the way down past the pylorus with ligasure device. We then took down retrogastric attachments. Once all this was done, we were very happy. We took out the og tube. The hiatal hernia looked good. The adhesions that we had previously taken down looked good, the oversewed area, and the bowel looked good. We then passed a 38-french bougie down through the stomach, through the pylorus and left it on the lesser curve of the stomach. Then, starting out with endo-gia black load starting about 4 cm from the pylorus, we then started stapling just lateral to the 38 french bougie. We used a single black load inferiorly and then extended this up along the bougie with endo-gia purple loads all the way up to the angle of his. We sent this specimen in the left upper quadrant. Once this was done, we noted that just having passed the bougie disrupted our hiatal hernia repair. We then closed this again with endostitch device and 0 surgidac stitch. This repaired nicely. We then tacked the gastrocolic ligament back to the sleeve staple line with endostitch device and 2-0 surgidac x 3. This looked good. There was no torqueing or twisting of the sleeve. We then checked out the area from the adhesiolysis, there was no bleeding. There was no evidence of bowel injury. Irrigation for hemostasis obtained. We took down the nathanson retractor. We then grabbed the specimen and brought this out through the 15-port site. We then closed the 15 mm port site with a berci suture passer and 0 vicryl. We had good hemostasis . We then desufflated, removed all port sites, closed all port sites with 4-0 vicryl in an inverted interrupted suture technique and dermabond glue.¿ on (B)(6) 2017: discharge summary: ¿hospital course uneventful. Pain was under control. On exam, incisions were healing well without any signs of complications. Discharge condition: stable." On (B)(6) 2017: CT a/p: ¿left lower quadrant pain, suspect diverticulitis. Impression: diffuse diverticulitis somewhat more clustered in the sigmoid. Evidence of induration and wall thickening in the proximal sigmoid compatible with acute diverticulitis. Postsurgical changes anterior abdominal wall.¿ on (B)(6) 2017: CT a/p: ¿impression: ... Diverticulosis of the left colon and proximal sigmoid colon with subtle stranding surrounding the proximal sigmoid colon suggestive of a very mild diverticulitis. This finding is extremely mild in severity and does not appear to be associated with a bowel obstruction or abscess or pneumoperitoneum.¿ revision [as per subsequent explant procedure notes] preoperative complaints: on (B)(6) 2018: preoperative diagnosis: chronic diverticulitis. Revision [as per subsequent explant procedure notes] procedure: laparoscopic sigmoid resection. Revision [as per subsequent explant procedure notes] date: (B)(6) 2018. Wound classification: not provided. Findings: ¿1.) Dense adhesions from prior surgeries and prior gore-tex mesh. 2.) Lysis of adhesions performed. 3.) Sigmoid colon was densely adherent to the pelvis and actually coiled on itself. We did a standard laparoscopic hand-assist port sigmoid resection with primary re-anastomosis with a 25 eea stapler. 4.) Endoscopy was performed intraoperatively and revealed patent anastomosis. No evidence leak. 5.) Jp drain was left behind the anastomosis.¿ procedure: ¿...a left upper quadrant veress needlestick was performed with good water drop test. Insufflation was performed with good 4 quadrant tympany. A right hemi-abdominal umbilical level 5 mm port site was placed under direct visualization. We also placed a right lower quadrant 12 mm port site after we placed a 5 mm port site, and placed the scope through this. Then, we took down adhesions to the midline, all the way up to above the umbilicus with ligasure device. We made sure to protect the bowel. We then placed a left upper quadrant 5 mm port site. Once we had cleared the periumbilical area, we made an incision through the old incision and placed a 5-0 port through this. Once this was completed, we placed the patient in steep trendelenburg positioning. At this point, we mobilized the left colon off the white line of toldt with ligasure device, all the way up towards the splenic flexure. We did not take down the splenic flexure. We mobilized this medially. We identified the ureter. The sigmoid colon itself was all muckled up and scarred down into the pelvis, down to the left tube and ovary and right tube and ovary, believe or not. There was no uterus. It was absent from surgical removal. We were finally able to bluntly and sharply dissect out the sigmoid colon, which was stuck into the pelvis. This took a great deal of time. We were finally able to get down to soft rectum below this. Once we had completed this, we had good mobilization and we identified the ureter properly. We then took down the peritoneum going down into the presacral space. This was done with ligasure device. Through our 5 mm midline incision, we made a 6 cm incision and placed the gelport in this . We then used hand dissection to get around the rectum and dissected all the way around the rectum. We then stapled across the rectum with endo-gia purple load under direct visualization. We just found the mesentery of the sigmoid colon with endo-gia tan load. Once this was done, irrigation was performed. Hemostasis was obtained. Ureter was identified. We then brought the sigmoid colon out through the wound protection portion of the gelport. We got down to more proximal soft colon and we dissected around this. We took down the mesocolon with ligasure device for further dissection. We then transected the colon, taking care to prevent contamination. We then pursestringed the end of the colon with 2-0 prolene and placed a 25 eea anvil stapler into the area and tied down the prolene suture. We then defatted the area around this and placed this back into the abdomen. The sigmoid colon was sent off to pathology. We then reinsufflated after putting the gelport back. Irrigation performed. Hemostasis was obtained. We then transrectally placed the 25 eea stapler and brought the trocar out to near the end of the staple line. Under direct visualization, we then connected the anvil to the stapler and stapled this down. We had 2 complete donuts; one was a little bit thin. We then sutured around the eea anastomosis with an endostitch device and 2-0 surgidac. We then placed a bowel clamp on the proximal sigmoid. Irrigation was placed in the pelvis. We placed the endoscope transanally, up through this area. There was no bubbling leak and the anastomosis looked good. We then took off the bowel clamp, aspirated saline solution. Irrigation performed. Hemostasis obtained. There was minimal tension on the anastomosis. A jp drain was placed under the anastomosis, brought out through the right subcostal 5 mm port site, and anchored with 2-0 nylon. We then desufflated completely, removed the wound protector and the gelport, closed this area with #1 pds in a running suture technique. Irrigation performed. Hemostasis obtained. All wounds were then closed with the stapler . A prevena vac was placed in the midline wound. Jp was placed to bulb suction.¿ ¿material forwarded to laboratory: sigmoid colon.¿ on (B)(6) 2018: discharge instruction: ¿continue prevena vac for total of seven days. No lifting >20 lbs. Follow up next week for prevena removal.¿ explant preoperative complaints: on (B)(6) 2018: post-operative check: ¿patient states she still has yellow incisional drainage with tenderness. She states she is changing gauze up to 3 times a day. Impression/plan: postoperative wound infection ¿ chronic wound with some tracking cephalad. I would recommend exploring the wound and washing it out which will make wound care easier and get the wound to heal. Risks, benefits, alternative fully discussed to include bleeding, continued drainage, long term healing. She understands and is eager to proceed.¿ on (B)(6) 2018: indication: ¿a 66-year-old female status post multiple surgeries in the past to include a gastric bypass and a laparoscopic sigmoid resection for chronic diverticular disease. The patient has a chronic draining wound that she has had for the last 2 months that has failed outpatient management.¿ explant procedure: wound exploration and debridement. Mesh explant from the abdominal wall. Explant date: (B)(6) 2018 [hospitalization date (B)(6) 2018] wound classification: unknown. Findings: ¿wound tracking deep into the periumbilical region and then exposing suture and mesh that was chronically infected. Mesh was completely explanted and the fascial remnant was reapproximated with a couple of interrupted 0 pds. The wound was washed out and then packed.¿ procedure: ¿we had a small fistula from just below the umbilicus. We extended the old incision up to just above the umbilicus to a length of approximately 4 to 5 cm. We extended this down to subcutaneous tissue down to a deep granulation base. We tracked the granulation base down to a single area and then exposed this area. There was some suture and what appeared to be mesh. We opened this area up more deeply. We grabbed the mesh. We elevated this up. We could see that the mesh had been incised in the midline from probably where we did our sigmoid resection. This was gore-tex mesh and there was chronic inflammation and purulence around the mesh. We therefore debrided further back and were able to cut the sutures and removed all of the gore-tex mesh. Once all the gore-tex mesh was removed, there was a chronic granulation base. There was some fascial edges. Irrigation was performed. Hemostasis was obtained. We debrided the edges back a little bit more. We then approximated the fascial edges. We took the couple interrupted 0 pds in figure-of-eight suture technique. More irrigation performed. Hemostasis was obtained. We packed the subcutaneous tissue with 4 x 4 gauze covered it with 4 x 4¿s and abd.¿ on (B)(6) 2018: ¿specimen removed: mesh.¿ [pathology report not provided] on (B)(6) 2018: discharge summary: ¿follow up one week. Activity as tolerated.¿ relevant medical information: on (B)(6) 2018: x-ray abdomen: ¿indications: abdominal pain. Impression: no radiographic findings to explant (sic) patient¿s abdominal pain.¿ on (B)(6) 2018: history and physical: ¿patient states her incisions have healed completely and she is no longer having any issues with her incisions. Patient states her right lower quadrant hernia is protruding more than usual and she has to apply pressure occasionally to hernia when sitting. Assessment/plan: recurrent ventral incisional hernia ¿ now becoming more symptomatic. We will proceed with the laparoscopic incisional hernia repair with the use of mesh, possibly hybrid repair.¿ on (B)(6) 2018: exploratory laparoscopy with extensive greater than 30-minute lysis of adhesions. Laparoscopic-assisted incisional hernia repair with mesh. Implant: symbotex. Pre- and postoperative diagnoses: 1) hostile abdomen. 2) recurrent incisional hernia. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03802292. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot#, catalog#, expiration date, di. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date. H6: updated method code 1 and results code 1 as valid lot# provided. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2006: (B)(6) carolina. Implant record. Device description: patch dual mesh plus 20x30x2. Body site: abdomen. Expiration date: 07/17/2007. Quantity: 1. Size: 20x30x2. Lot#: 03802292. Manufacturer: wl gore & assoc inc. Mfg catalog#: 1dlmcp203. Physician: (B)(6) md. Device type: I. Return to vendor: no. The records confirm a gore® dulamesh® plus biomaterial (1dlmcp203/03802292) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Valid product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017 the patient underwent hiatal hernia repair, sleeve gastrectomy, and extensive lysis of adhesions to abdominal wall. On (B)(6) 2018 she required lysis of dense adhesions to "prior gore-tex mesh," as well as sigmoid colon resection, after which she developed an infection with an open wound. The complaint alleges that on (B)(6) 2018 an additional procedure occurred whereby the gore device was explanted. The complaint alleges the gore® dualmesh® plus biomaterial was found to have "chronic inflammation and purulence around the mesh." It was reported the patient later developed recurrent hernia and pain secondary to the mesh having been removed and required further hernia repair on (B)(6) 2018 with a symbotex mesh. Due to the complications from the prior mesh, her abdomen was noted as "hostile" and substantial lysis of adhesions was required. It was reported the patient alleges the following injuries: multiple surgeries, pain, substantial and dense adhesions, infection with open wound, chronic inflammation, purulence around the mesh, sigmoid colon resection and recurrent hernia. Additional event specific information was not provided.